Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that their recharger got super hot where the cord goes into the paddle. Patient stated that they are not able to charge their implant because of this issue. Patient also stated that lately when they go to charge the implant, the controller will say 'device not found' and they have to keep moving the cord around in order to get the implant to charge. Patient mentioned that they usually have to press something on the controller to search for the best charging number and eventually it will charge, but it takes forever to do so. Patient confirmed that there is no damage to the cord. Patient mentioned that the recharger gets super hot like it was going to catch on fire; patient added the recharger got so hot the other day that they couldn't use it. Patient mentioned that they had to call their family doctor to get patient services phone number patient added that the ID card did not have the phone number and agent reviewed information. The issue was not resolved. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n (B)(6), revealed got hot after running it at donut end, no device found message, record the two values the number high (00) the number low (00), failed all bench tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.